Manufacturer narrative:
Visual inspection made on 29 november 2017: the part resulted broken at the level of the locking disc: the junction part of the screw between the screw and the disc was broken. This breakage caused also the collapse of the plastic coverage. It is not possible to determine if the event is related to an excessive force of impaction or an excessive torque during the unscrewing.

Manufacturer narrative:
Batch review performed on 13 november 2017. Lot 1654042: (B)(4) items manufactured and released on 17 may 2017. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 16 november 2017 the r&d project manager performed a preliminary investigation based on the available pictures and commented as follows: the impaction plate resulted broken in the final part of the screw, in the connection between the central screw and the locking disc. The plastic coverage was partially ripped, due to the breakage of the locking mechanism. The other parts appeared to be intact. It is probable that the breakage was due an high torque during the unscrewing.

Event description:
The weld on the top of the 48 impactor plate broke off while taking the cup off the impactor plate. The surgeon used a secondary instrument to complete the surgery. No delay in surgery. No fragments fell into the patient. The surgery was completed successfully.